Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration and resistance were out of specifications. This report is made based on results of investigation completed on 09/30/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/30/2013 with the following findings: during investigation, the pump had a load step malfunction. The force sensor was found to be out of calibration. The pump cover was opened and the force sensor resistance was found to be out of calibration. (B)(6).